Manufacturer narrative:
H6: ventec will perform an evaluation of the device. Ventec has not received enough information to accurately choose the appropriate h6, medical device problem code, therefore "insufficient information (3190) was chosen. This will be updated upon completion of the investigation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device "stopped working". No further details were provided. There was no patient use associated with the reported event. This is a ventec life systems owned r&d (engineering) device and labeled "not for patient use". It was loaned out to vincent medical, located in hong kong, to be used for testing. Due to a technical issue with ventec's electronic medwatch submission platform, we are unable to enter ous contacts in our esub form and have instead entered in the domestic (USA) reporter's information into section e1. Section e1, initial reporter, of this initial medwatch report should state: reporter first name: (B)(6). Reporter last name: (B)(6). Reporter facility name: (B)(6) medical center. Reporter street address: (B)(6). Reporter city: (B)(6). Reporter postal code: na. Reporter country: (B)(6).

Manufacturer narrative:
Section h2, if follow-up, what type? Of supplemental medwatch report 001 stated: correction & device evaluation. Section h2, if follow-up, what type? Of supplemental medwatch report 001 should have stated: correction & additional information.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec reached out to the ous testing facility asking if the device will be returned to ventec for an evaluation. The contact person advised, "we don¿t need to repair them for now.". If the device is eventually returned to ventec for an evaluation, a follow-up report will be submitted as defined by 21 cfr 803.56. At this time, however, no further investigation is possible. The device has not been returned to ventec for an evaluation. The cause of the reported issue could not be determined.